Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/16/2020. A manufacturing record evaluation was performed for the finished device al7012 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When using the suture in the right thoracic region, there was a sudden break in the suture needle. After performing radioscopy in the region, the needle fragment was located and removed by the medical team at the end of the surgical procedure. There were no adverse patient consequences reported.